Manufacturer narrative:
Open book/critical pump error after battery installation. The critical pump error was generated by pump error per boot loader traces, problem was isolated to printed circuit board. The motor was testes outside the device and passed. Unable to perform functional test including self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit was received with minor scratched lcd window, cracked retainer and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical pump error (book image). It was reported that patient was with nurse. Patient was using pen. Patient was hospitalized during manual treatment. She was not using our pump. Patient was hospitalized on (B)(6) 2018 with a blood glucose of 26.9mmol/ l. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.